Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg is unable to maintain a charge. The patient loses battery charge within 12 hours of recharging the device. Troubleshooting was unable to resolve the issue. The patient underwent surgical intervention where the ipg was removed and replaced. Therapy was resumed postoperatively.